Event description:
Reporter alleged that on (B) (6) 2009, the pt received a discrepant blood glucose result of 39 mg/dl at 11:24, back to back with a result of 131 mg/dl at 11:26, on the inform system when testing was performed within 10 minutes. Reporter alleged that on (B) (6) 2009, the pt received an additional discrepant blood glucose result of lo (less than 10 mg/dl) at 23:36, back to back with a result of 120 mg/dl at 23:40, on the inform system when testing was performed within 10 minutes. Reporter alleged that on (B) (6) 2009, the pt received an additional discrepant blood glucose result of 58 mg/dl at 11:36, back to back with a result of 123 mg/dl at 11:38, on the inform system when testing was performed within 10 minutes. Reporter alleged that on (B) (6) 2009, the pt received an additional discrepant blood glucose result of 10 mg/dl at 17:08, back to back with results of 11 mg/dl at 17:11 and 127 mg/dl at 17:14, on the inform system when testing was performed within 10 minutes. Reporter alleged that on (B) (6) 2009, the pt received and additional discrepant blood glucose result of lo (less than 10 mg/dl) at 4:58, back to back with a result of 107 mg/dl at 5:03, on the inform system when testing was performed within 10 minutes. Reporter alleged that on (B) (6) 2009, the pt received an additional discrepant blood glucose result of 40 mg/dl at 16:51, back to back with a result of 147 mg/dl at 16:54, on the inform system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.